Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Author: jin oh na, jin won kim, journal: journal of cardiology. Issue: 2009, 54, 108-114. Title: bare-metal stents versus drug-eluting stents in large (=3.5m) single coronary artery: angiographic and clinical outcomes at 6 months ref: (B)(4). Event date is the date the article was available online (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in a journal article that 240 patients received 3 types of des and 1 type of bms. Forty four patients received driver bare metal stents and 11.2 % of the 196 patients received endeavor drug eluting stents. The remaining received non-mdt des. During the index procedures, the patients received stent implantation of the left main, lad, lcx <(>&<)> rca. It was reported that one patient that received a des stent experienced sudden cardiac death in hospital while another assigned to the des group died 94 days post index procedure of cardiac death from a suspected mi. Six month clinical follow ups revealed adverse events including tlr, tvr, instent restenosis, mace including death, mi.